Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during setup. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during setup. There was no harm or injury reported. The manufacturer's field service engineer replaced the device's 3-way solenoid valve and proportional valve to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. No further evaluation is required at this time.